Event description:
Physician performing surgical repair of patellar tendon rupture. While physician was drilling holes in the patient's patella, the drill bit tip broke off. Physician was able to remove broken piece. No injury to patient.